Event description:
Country of complaint: (B)(6). When they opened the envelope suture needle was separated from the thread.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: two samples used in open packaging for investigating this claim is received. Analysis and results: revised stock was verified that currently do not have units of this product code and lot number. (B)(4) were manufactured and distributed of this code batch. Checked and verified to date, there is an incident report, which is related to this product code and batch number. Revising the figure for the production of the lot (control in process and finished) documentation was conducted and there are no records of deviations or alterations during the process. In connection with the results obtained for lot release, relative to the resistance assembly, these values met the requirements demanded for this type of suture. The received samples (2 units), were subjected to a visual inspection, in which the needle has loose thread; showing that the units are out of specification therefore does not meet fulfill the OEM requirements. Final conclusion: complaint is justified. Although the results obtained in the analysis of finished product, we determined the claim as "justified" because there is a history of this problem in the product code. Unfortunately, during batch release, analyzes the units sampled will not show any problem in relation to armed resistance. Corrective/preventive actions: according to our internal procedures, corrective action ia being implemented.

Manufacturer narrative:
Mfg site eval: eval on-going.